Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 01/16/2015, electrode belt: 04/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 9 or 10 pm, while wearing the lifevest. The patient was reportedly in the hospital prior to passing. It was reported that the patient's passing was cardiac related and that the patient was on hospital telemetry. The hospital staff was present at the time of passing. It was reported that the hospital staff performed resuscitation efforts. Per clinical review of the available ECG data, the device was started up at 7:37:23 on (B)(6) 2019. A manual recording was taken at 17:37:41 showing the patient's rhythm was a sinus rhythm at 65 bpm. An arrhythmia was detected at 21:24:27 while CPR artifact obscured the ECG recording. The patient was in bradycardia at 30 bpm with CPR artifact. The rhythm then degrades to vf. Vf is seen for 13 seconds before CPR and motion artifact obscures the rhythm. The patient received at non-lifevest defibrillation while in vf with CPR artifact. The patient's post shock rhythm was obscured by CPR artifact. Vf was seen for one second and then the patient's rhythm was again obscured by CPR artifact. Vf was seen again for 10 seconds prior to receiving the second non-lifevest defibrillation. The patient's rhythm at the time of the second treatment was vf with CPR artifact and the patient's post shock rhythm was obscured by CPR artifact. Vf was seen for 2 seconds before CPR/motion artifact obscured the patient's rhythm until the device shutdown at 21:25:22 on (B)(6) 2019. Vf was seen intermittently for approximately three and a half minutes CPR/motion artifact prevented the lifevest from delivering a treatment while the patient was in vf. Vf was visible for 13 or less consecutive seconds at any given time. The lifevest must detect vf for at least 25 full seconds before treating the patient. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.